Manufacturer narrative:
Stryker evaluated the customer's device was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on with a new battery installed. There was no patient use associated with the reported event.